Event description:
It was reported that the right ventricular lead was noted with high impedance. Impedance measurements taken in the clinic were fluctuating between 55 ohms and over 200 ohms. A loose set screw was suspected. The lead was reprogrammed off. No surgical procedure was performed to remove the lead. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.